Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported an off no power alarm on her insulin pump on (B)(6) 2014. There was no low battery alarm before the off no power alarm. Her device also alarmed bad battery that day. One battery did not even turn the device on. The battery life has been shorter. She last changed her battery on (B)(6) 2014 and it already has only one bar. Customer's blood glucose is 100 mg/dl. Customer cleaned the battery cap and contacts and reinserted the same battery. This time, the battery life had four bars. A replacement battery cap was sent. Nothing further reported.